Event description:
The device did not meet a performance specification. The mean airway pressure (map) fitting is worn down so that the mating luer fittng will not stay on. There was no pt involvement at all.